Event description:
Customer reportedly obtained results of 11 mg/dl and 97 mg/dl on the voicemate/advantage sys within 10 mins. No action was taken based on device results. No adverse event reported. Requested return of suspect sys and replacement was sent. No info reported to indicate where comparison was performed.